Manufacturer narrative:
(B)(4).the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise. The noise was able to be recreated with patient isometrics. A lead revision procedure was performed. The lead was surgically abandoned and replaced. Upon connection of the replacement ra lead to this ICD, the setscrew would not engage when tightened. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the ra tip seal plug was torn and dried blood/body fluid was noted in the setscrew hex slot. Laboratory analysis noted that all setscrews moved freely, however, difficulty getting the wrench fully inserted into the ra tip setscrew was confirmed and felt to be related to the dried blood/body fluid in the setscrew hex slot, however, once inserted, the setscrew moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.